Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Intraoperatively the impactor`s tip broke off. Broken tip was retrieved from cup. Another impactor was available.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Review of the provided photographs confirmed the tip broke off. The root cause is attributed to misuse. A previous investigation found this type of damage is typically caused when the item is impacted when not fully threaded into the mating item. This transfers the load of the impact to the threads rather than the shaft. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.